Event description:
The event involved a td catheter, 8f, 5 lumen, 110cm, ra/rv, heparin coated, lf where the customer stated that the registered nurse (rn) collected morning pa numbers around 06:30. Upon inflation of the balloon, the catheter achieved only a partial wedge. After releasing the inflation valve, the balloon did not passively deflate. The rn was able to manually aspirate the air from the balloon and subsequently notified the charge rn for further evaluation. When the charge rn inspected the catheter, it appeared to be intact and inflated the balloon. When the charge rn reinspected the catheter, rn noted blood back flowing into the syringe. Md and ccr fellow md was immediately notified of the suspected balloon rupture and it was promptly removed. A chest x-ray was also ordered and performed. The patient denied any shortness of breath and appeared to be in his usual state of health. There was patient involvement, unknown delay in therapy reported, no human harm though there was a need for increased monitoring.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not complete.

Manufacturer narrative:
The following was provided by the customer for complaint investigation: one used list # 412320402, td catheter, 8f, 5 lumen, 110cm, ra/rv, heparin coated, lf; lot #unknown. --> one used list #unknown, purple connector; lot #unknown. The reported complaint of leak on the balloon was confirmed. An image was provided by the customer showing the involved device in a plastic bag. During visual inspection, a tear was observed on the balloon of the td catheter. It is unknown how and when the tear had occurred on the balloon. The probable cause of the tear on the balloon is unknown. A DHR lot # review could not be conducted because no lot number was identified. Corrected information can be found in b1 - adverse event/product problem, b2 - outcomes attributed to ae, b6 - relevant test/laboratory data, d10 concomitant products, d2a - common device name, d3 - manufacturing plant country, e4 - initial report sent to FDA, h1 - type of reportable event, h4 - device mfg date null, h6 health effect - impact code, h6 medical device problem code and h6 component code.